Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Sleeve - "when the surgeon being hemostasis on the great curvature of the stomach, seeing more action was needed to get hemostatis. I kept the plug number 3. Actions required by the surgeon were to seal several time around the designated area in order to obtain a good hemostasis." Patient status - "ok."

Manufacturer narrative:
Investigation summary: the device key was returned for evaluation. The device key activation logs were analyzed. In the absence of the complete incident device, it is difficult to confirm the results of the activation logs and determine the root cause of the incident. The exact root cause of the incident remains unknown. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information was requested and provided.. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.